Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-dec-2025. Investigation summary: bd received 2 samples for investigation. Both samples were visually inspected with no issues identified. Additionally, a total of 100 retained samples were visually inspected, and no issues were found. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 5: it was reported while using bd vacutainer® sodium fluoride/potassium oxalate 10mg/8mg, one (1) tube hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 5: it was reported while using bd vacutainer® sodium fluoride/potassium oxalate 10mg/8mg, one (1) tube hemolyzed. There was no health impact or consequences reported.